Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and backup battery fault alarms were both confirmed via the provided log file; however, the reported event of the white power cable being damaged was not confirmed. The log file captured several intermittent atypical powers cable disconnect alarms. The alarms appeared to have been caused by the voltage within the white power cable briefly fluctuating below the alarm threshold, and each alarm resolved within a few seconds. A backup battery fault alarm correlating to the battery being beyond its expiry date was also observed throughout the entirety of the data. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the events were asked multiple times and no responses were received. The root cause of the observed backup battery fault alarm appeared to have been the backup battery being in use beyond its expiration date. The root causes of the observed power cable disconnect alarms and the reported power cable damage were unable to be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) instructs users that backup batteries will expire 36 months after their manufacture date. Users are encouraged to replace their backup battery before expiration, or if prompted by a battery fault alarm. The heartmate 3 IFU (rev. C, section 3 ¿powering the system¿) instructs users on how to check the backup battery¿s expiration date. This document also instructs users to not use expired batteries, as expired batteries may lead to reduced operating time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault and power cable disconnect alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having connect power alarms. They thought it was coming from white cord on battery. Damage was noted to white power cable. The event file captured a number of invalid voltages on the system controller white lead.